Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was dropped and caused a black display on the screen. The customer's blood glucose level was reported to be 178 mg/dl. She was advised to disconnected from the pump and revert to back up plan. The product was returned. Nothing further report.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump had a failed battery test alarm with a test battery cap due to a corroded battery tube. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.